Event description:
Caller reported a continuous glucose monitor (cgm) error 42. Blood glucose level was not reported, but it was within the normal range. Technical support guided the caller through a pump reset, after which the error did not reappear, and the caller successfully started their sensor session.